Event description:
The subject device is an olympus loaner device, that was returned from a customer with no alleged complaint. During inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found by service during the device evaluation [foreign material]. There was no patient or user harm reported due to the event.

Manufacturer narrative:
During inspection and testing, service confirmed that the nozzle was clogged with something, but the substance was not visible or identifiable. Further evaluation of the device found there was a leak at the distal end due to damage to the acoustic lens. The nozzle was deformed. The rubber was discolored, and some of the rubber adhesive was detached. The control grip, switch #3, universal cord and scope protector, were scratched. The universal cord was wrinkled, and the ultrasonic cable was dented. The bending angulation system was out of specification due to elongation and wear of the angle wires. Switch #1 could not be pressed down smoothly, as the shaft was detached. The water removal capability did not meet specification due to the clogged nozzle. The distal end cover was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the tube was clogged, and the acoustic lens was broken likely causing air to leak. Although the root cause could not be determined, the device was unable to reprocess properly. Olympus will continue to monitor field performance for this device.